Event description:
The customer called in stating that she purchased 2 packages of equaline easyflex brushheads replacement for (B)(6) each and that her mouth broke out and swollen on the inside due to they are detective.